Event description:
Subject ID: (B)(6) study no: (B)(4). Clinical adverse event received for left knee edema. Device related: remote possibility. Procedure related: definitely. Treatment/impact: other (drainage). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).